Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: unknown, product type: recharger. Product ID: 37761, serial#: unknown, product type: recharger. Product ID: 97740, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  they didn't feel like the therapy worked since implant. Pt said that they gave their therapy about 5-6 months, but the therapy wasn't hitting the spot in their lower back; pt said the therapy was not doing what the therapy needed to. Pt said they have not used their implant since then and have an upcoming MRI, so they needed to get their implant charged. Pt said that they spoke with medtronic rep, (B)(6) today regarding the issue. Pt said if they cannot do this, they will possibly need to get the implant surgically removed. The patient was redirected to their healthcare provider to further address the issue and possible over-discharge.  Patient services (pss) also emailed medtronic rep for visibility. Pt lost programmer, programmer antenna, power supply cord, recharger, and recharging waist belt. Pss sent email to repair to replace all items except 97740 patient programmer. Pss provided pt s unmed's phone number for the lost patient programmer and warm transferred the pt to (B)(6). Information was received from a  health care professional (hcp) inquiring what device pt has implanted, caller added that there is a note in pt's chart stating the device is "not working", caller is unable to provide any clarification. Information was received from a  health care professional (hcp). Caller states patient reports their device is "off". No other information was provided to caller. The caller was not with the patient. Ts reviewed MRI guidelines and advised patient to contact managing hcp if device needs troubleshooting.

Manufacturer narrative:
Continuation of d10: product ID 37751, serial# unknown, product type recharger product ID 37761, serial# unknown, product type recharger product ID 97740, serial# unknown product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient confirmed receiving the replacement equipment. Patient said they had not received the patient programmer. Patient services specialist transferred the patient to sunmed for assistance. Patient reiterated details of case. Patient said they needed an MRI now and needed the external equipment. Patient said they stopped using the therapy about 2 years ago because the spinal cord stimulator was not working for them.